Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator, and verified the customer reported malfunction. The se replaced the exhalation flow sensor to resolve the issue. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that a ventilator generated a safety valve open and invalid flow sensor calibration, alert messages. There was no patient involvement.